Event description:
The lay user/patient contacted lifescan in 2008, and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred in the night of the event date. He had obtained a result of 390 mg/dl on the subject meter and was comparing that result to his normal readings/feelings. After the reported issue began, he reportedly experienced being sweaty. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patent was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient was unable/unwilling to answer if his testing technique was correct, however, he was cleaning the puncture area properly. This complaint is being reported because the patient claimed to have experienced symptom suggestive of hypoglycemia after the reported issue began. He did not self-treat or received any medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.